Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and replaced the breath delivery (bd) printed circuit board (pcb). The ventilator passed self-testing.

Event description:
It was reported that, during patient use, the ventilator entered a ventilator inoperable condition. The patient was removed from the ventilator. There was no harm to the patient as a result of the event.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.